Event description:
Kimberly-clark received a report stating, "the catheter has separated just below the secretion view port where the product is glued together. Wvu reports that it looks like the glue just didn't hold. The catheter did not crack or break, the glue just didn't hold. They said they had to break the sleeve away from the rest of the device in order to remove the catheter from the patient's airway." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as the lot number was not provided. The sample analysis confirms that the catheter came apart from the cone adapter. Inspection of the proximal catheter tip, which is where the separation was observed, showed evidence of adhesive residue suggesting that the tube joint was bonded. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.